Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The stent struts were lifted and pulled on proximal end and mid-section. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05mar2021. It was reported that crossing difficulties were encountered. The 34mm x 3.0 mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.00x48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3.00x28mm and a 3.00x32mm promus premier stents . There were no complications reported and the patient's status was stable. However, returned device analysis revealed stent damaged.